Event description:
The physician was attempting to use an endeavor resolute drug eluting stent in treatment of a lesion in the lad. The lesion exhibited 75-80% stenosis was tortuous and exhibited calcification. The lesion was pre-dilated twice. The endeavor resolute was inspected and prepped prior to use with no issues noted. The physician stated that, ¿the endeavor resolute stent wriggled out, we dilated balloon to cure the lesion in lad. Then we pulled back the stent and we realized that it is unusable anymore.¿ it was reported that the physician also believed that the event was due to use of the device in difficult lesion morphology/anatomy. No patient complications reported, no further intervention attempted. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent and stent deformation). Patient condition affected effectiveness of the device (lesion morphology). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusions: known inherent risk of procedure (failure to deliver the stent and stent deformation). Device failure related to patient condition (lesion morphology). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the stent was severely stretched and deformed. The stent had moved distally over the distal marker band and tip. Crimp impressions were evident along the balloon. The distal tip was damaged.